Event description:
A male pt underwent aaa repair in late 2007. One main body graft and two iliac leg grafts were placed as labeled. When the ipsilateral leg gray positioner was withdrawn from the sheath, blood leaked from the hemostatic valve. Subsequent blood leakage was admitted in ballooning. The blood-loss was 186cc during the procedure. Pt did not have to be transfused.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by inadequate product quality. It is possible and most likely that the valve was damaged during use, resulting in the leakage encountered. We are aware this situation may occur and have initiated the necessary corrective action. A review of our records found this device was manufactured and shipped prior to the closing of CAPA, which resulted in customer retraining.